Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to plug the wall adapter into a working outlet and wait for at least 30 minutes, resulting in the pump beginning to charge.